Manufacturer narrative:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 2124215-2025-64927 and MFR. Report # 2124215-2025-65342).

Event description:
It was reported that during the procedure two laser fibers broke. The procedure was completed with a different device. There were no patient complications. This is 2 of 2 fiber reports.

Event description:
It was reported that during procedure, this two fiber broke. The procedure was completed with different device. There were no patient complications. This is for the second fiber.

Manufacturer narrative:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 2124215-2025-64927 and MFR. Report # 2124215-2025-65342). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.